Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to enter defib mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the device's control board switches being set to AED mode. The control board switches were re-configured to manual mode to resolve the malfunction. It is important to note that this malfunction will not prevent the device from delivering therapy. The device is capable of delivering therapy in AED mode. Analysis for reports of this type has not identified an increase in trend.